Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported a lack of stimulation and a loss of therapy. The patient stated that since early to mid december she has "been going to the bathroom without notice." The patient also reported that she fell "one day last week and also last saturday" and that since the fall the implant has felt different "like it is more of a square than a circle now" the patient also thought that the implant may have moved. Using the patient programmer the patient was able to synchronize and see that stimulation was turned on and set to 0.1 and the patient was able to increase stimulation to 0.6. The patient was advised to follow-up with her healthcare provider (hcp) about the falls. A follow-up letter with the patient received on (B)(6) 2017 stated that the loss of therapy and possible ins movement are still happening/have not yet been resolved, but the patient has an appointment with a manufacturer representative to try to resolve the issues. Patient status is unknown at the time of this report.